Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.7cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 23.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Refrerence complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: clinical engineer. Event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
It was reported that after five hours of intra-aortic balloon (iab) therapy, the fiber optic sensor stopped working and the pressure was unable to be obtained. The hospital staff transduced the inner lumen and continued therapy. The iab was in use for two days. There was no patient harm or adverse event reported.